Event description:
Customer reports obtaining results of 213mg/dl, 385mg/dl, and 535mg/dl on the same device within 2 minutes. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.